Manufacturer narrative:
The other xience v stent is being filed under another MFR number.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the target lesion was moderately calcified, with stenosis. Predilatation was performed and a xience v was advanced toward the lesion through a very narrow and tortuous vessel; however, it could not reach the lesion and was pulled back. While pulling back the system, the stent slid a little bit from the balloon, but was still on the stent system. The whole system (including the stent) was retracted carefully from the pt's body. A new xience (same part and lot number) was attempted. The same problem occurred; however, this time the stent got lost in the coronary (exact vessel unk). The stent was retrieved with the help of the guide wire and was retracted into the guiding catheter. The whole system (including the stent) was retracted from the pt's body successfully. It was noted that it appeared to be due to the tortuous and narrow vessel and not a device issue. The stenosis was dilated and no stent was placed. No additional event or pt information is available.